Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s current blood glucose at the time of incident was 600 mg/dl and 462 mg/dl. The customer had experienced the symptoms such as nausea, frequent urination, dizziness. The customer treated with the manual injections. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test.